Event description:
It was reported that while using bd facslyric¿ waste leaked outside of instrument. The following information was provided by the initial reporter: it was reported that the machine is leaking. 1. Was the leak contained within the instrument?- no. 2. Was the leak in a customer accessible location?- yes. 3. What was the fluid that leaked? - waste line fluid. 4. What is the source of leak -- waste line or non-waste line? - waste line. 5. Was the customer exposed to blood or bodily fluids? - no. 6. Was there any spray of fluid under pressure? - no.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 28jan2020 to 28jan2021. Complaint trend: there are 7 complaints related a waste leakage not contained within the instrument not originating from the sit. Date range from 28jan2020 to 28jan2021. Manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file #659180-659180-z6591800002-100608264-15, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn waste connector. The customer reported that they found the leakage while performing the monthly clean. An fse (field service engineer) was brought onsite and they found that the leakage was due to a cracked male waste connector (pn 335943). They replaced this part and realigned the tube tension in order to prevent future cracks or leaks. After the repair, the fse ran qc tests to verify that the instrument as working as intended and no longer leaked. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as they had not come in contact with the fluid. The leakage was not under pressure or sprayed, and did not significantly increase the risk of exposure.¿additionally, while patient samples were used during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 01770510, case # (B)(4). Install date: 17apr2015. Defective part number: 335943 - coupling insert r/ashutoff 1/8inbarb ppl work order notes: subject / reported: leaking. Problem description: caller says he was doing the monthly clean and it started leaking then. Work performed: discovered leak on waste male disconnect inside instrument. Replaced connection (pn 335943, part on hand) and realigned tube tension to prevent future leaks/cracks. Peformed abort count, ruo cqc, ruo pqc, clinical cqc, and clinical pqc, no discrepancies. Cause: crack on waste quick disconnect. Solution: the instrument is testing without errors and I have returned the instrument to the lab for normal use. Coherent pm wand uv/vis sn (B)(6) 12/04/20. Returned sample evaluation: a return sample was not requested because the parts that were replaced are not returnable and discarded. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Tfs ID: 89177. ID: libivd-ra-71 2.1.14. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: injury to operator due to spraying of waste. Risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. Waste cap removed interlock. Follow universal precautions included in user documentation. Req link (tfs ID): 93782 libivd-did-1585 normal use. Implementation verification: libivd-se-15-84ar, libivd-se-15-72p, libivd-se-15-51ir. Effectiveness verification: libivd-se-15-84ar, libivd-se-15-72f, libivd-se-15-51ir. Probability: 1. Severity: 1. Risk index: 3. Residual risk evaluation: a. New hazards: none. Tfs ID: 89178. ID: libivd-ra-72 2.1.15. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: damage to instrument. Risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. System shall be designed to isolate fluid from electrical and optical components. Waste cap removed interlock. Req link (tfs ID): 93748 libivd-did-1582 shielding. Implementation verification: libivd-se-15-84ar, libivd-se-15-53ir, libivd-se-15-72p. Effectiveness verification: libivd-se-15-84ar, libivd-se-15-53ir, libivd-se-15-72f. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage of fluid not contained within the instrument was due to a worn waste connector. Conclusion: based on the investigation results the root cause of the leakage of fluid not contained within the instrument was due to a worn waste connector. The fse discovered a cracked male waste connector inside the instrument and replaced the part. They then realigned the tube tension to prevent future cracks. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facslyric¿ waste leaked outside of instrument. The following information was provided by the initial reporter: it was reported that the machine is leaking. Was the leak contained within the instrument?- no. Was the leak in a customer accessible location?- yes. What was the fluid that leaked? - waste line fluid. What is the source of leak -- waste line or non-waste line? - waste line. Was the customer exposed to blood or bodily fluids? - no. Was there any spray of fluid under pressure? - no.